Event description:
A facility representative reported that haptics failed during insertion, unable to fully implant. Procedure was completed with the new lens on the same day. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).